Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Before implantation, the permeability test was performed, it was found that the fluid reservoir unable to drain normally. No patient complications were reported. No patient involved.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: crystalline dry deposits in the reservoir. Dry deposits in the inlet spout of the reservoir. Particles on the distal catheter. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. After one pressure of the reservoir membrane the fluid could be drained. So, the progav 2.0 shunt system is permeable. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities based on our investigation results, we can determine dry deposits in the reservoir. The detected deposits could be the reason for the temporary blockage. Due to the dry condition, the ball may have been fixed in the spout and blocked the flow. After pressing the membrane, the shunt system was immediately permeable. Probably the fixed ball was loosened. At the time of the examination, it is not clear to us how the above-mentioned impairment occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.